Manufacturer narrative:
Carefusion complaint number: (B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation in the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that the unit has a transducer fault on the error log, and the unit is alarming "circuit disconnect, high pip, and low ve". The customer stated that the exhalation differential pressure calibration failed as well. The customer reported that there was no patient involvement.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab evaluated the suspect faulty main printed circuit board and was able to reproduce the reported event and isolate it to a faulty exhalation pressure transducer. This issue is part of an internal investigation.